Manufacturer narrative:
Other, other text: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.no lot number provided for DHR.

Event description:
It was reported that the pump started beeping very loudly and then ran. After a while, the pump stopped running, alarmed and displayed "no disposable". Pump did not stop beeping until batteries were removed. Cassette had to be replaced - infusion could not be restored with the affected cassette. Issue resolved when using another cassette. No patient injury was reported.

Manufacturer narrative:
Other, other text: d4: correction: model number: 6500 d4: correction: catalog number: 21-6500-06 d5: correction: patient was the operator of the device.